Event description:
Patient's intravenous (IV) pump was beeping and showing an error message of "occlusion." 24 hour doxorubicin was running through a PICC line, and this occurred at approximately 8 hours after the infusion began without incidences prior. Registered nurse (rn) assessed line and saw no kinks or other external reasons for occlusion to occur. Rn assessed connection of chemo tubing at PICC, and upon removal of the blue connecter cover, the male and female portions of the chemo connecter popped apart. There was no chemo spilled, and no harm to the patient.